Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient parent stated they suspected the sensor wire may have detached and remained in the skin, the patient was evaluated at the hospital and an x-ray was performed. The x-ray was negative for a retained wire. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.